Event description:
It was reported that at the end of a photoselective vaporization procedure of the prostate, the fiber broke and became unusable after 149,395 joules and 18:50 minutes of use. The procedure was completed with a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that at the end of a photoselective vaporization procedure of the prostate, the fiber broke and became unusable after 149,395 joules and 18:50 minutes of use. The procedure was completed with a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the as reported fiber break cannot be confirmed as analysis of the returned fiber did not identify a fiber break. There was no damage detected with the returned fiber. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination with magnification did not identify any damage to the glass tip. The glass cap exhibited moderate devitrification in the output window. The metal cap exhibited mild charred debris adhesion on its surface. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The fiber connector passed the connector segment verification test. Investigation conclusion: analysis of the returned fiber did not identify any anomalies with the returned fiber. Based on the analysis results, an investigation conclusion code of no problem detected was assigned to this investigation.